Event description:
I have used fixodent for approximately 10 years. In recent years, I have used fixodent each meal. In the last few years, my saliva seems to dissolve the fixodent during the meal. The last 1 1/2 years, I have noticed tingling in my toes. In 2008, I was diagnosed with peripheral neuropathy and was hospitalized. Dose or amount: denture cream. Frequency: 2 x daily. Route: oral. Dates of use: 1998 to present. Diagnosis or reason for use: denture adhesive cream. Event abated after use stopped or dose reduced: no.